Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt's physician reported that the pump display screen was not completely legible and per the pt had been damaged previously.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed that the pump display screen had sustained damage consistent with an impact, but demonstrated that the pump was operating within required specs and delivery accuracy.